Manufacturer narrative:
Additional information : additional information/correction: the user facility submitted a medwatch report for this event: 4100070000-2019-8023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink continu-flo solution set would not prime. It was further specified that the unspecified medication was unable to flow through the drip chamber. This was noted during priming. There was no patient involvement. No additional information is available.